Manufacturer narrative:
The user experienced severe hyperglycemia with ketones requiring hospitalization while using the ilet. This situation can result in metabolic decompensation requiring inpatient monitoring and treatment, which is consistent with the reported hospital admission and treatment with IV fluids. The user reported receiving an occlusion-related alert (alert 38 - motor stall) and had a blood glucose value of 429 mg/dl. Review of the case information indicates the user had been reusing tubing and performing partial supply changes, which increases the risk of occlusions and impaired insulin delivery. Based on available information, the event is consistent with an occlusion-related interruption of insulin delivery associated with use conditions rather than a device malfunction. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 20-mar-2026 the user reported that on (B)(6) 2026 they experienced hyperglycemia with a bg of 429 mg/dl. The user was able to treat the high bg by ilet without assistance from a caregiver. The user was hospitalized on (B)(6) 2026 and discharged on (B)(6) 2026.